Event description:
Pt with prior pump stops alarms assessed by thoratec engineers as a mechanical disconnection now admitted from (B)(6) to (B)(6) for witnessed pump stop alarms on lvad controller. Also of note, pt has a known short to shield which requires a non-grounded electrical cable connection. Pt admitted (B)(6) 2018 to (B)(6) for pump stop alarms. Per pt. Alarms happen typically when he bends over or lies down. Witnessed pump stops alarm at (B)(6) with lvad data not transferring to main screen or controller. Pt asymptomatic with maps in the 80's and audible lvad hum. Pt not a candidate for lvad exchange due to non-compliance.